Event description:
Healthcare professional reported right side implantation of seri on (B)(6) 2014 during a breast augmentation procedure. Post implantation, on (B)(6) 2014, the patient was treated for breakdown of tissue, superior and at the incision site with purulent drainage. The device was discovered to be "completely non incorporated" upon removal. It was discarded at that time.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of drainage, wound dehiscence, necrosis, and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not received the device and no analysis or testing will be done. The events are being reported because medical intervention was required, although device-relatedness has not been established.